Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodgement was noted post operatively. The patient was intubated and received pharmacological intervention. The lead was revised and remains in use. No patient complications have been reported as a result of this event.